Event description:
It was reported that recapture difficulty and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The device was attempted to be implanted in a very pectinated appendage with large knobs of pectinate on the limbus and mitral anulus. The device was difficult to move into the appendage when in the flx ball. When the device was fully recaptured, resistance was felt and when an effusion sweep was performed there was a trivial effusion present. The effusion did not grow and the case continued. Another 27mm device was attempted but the device did not meet release criteria, so the case was aborted due to not being able to cover the mitral side as it was very shallow with lots of pectinate. It is believed that when the device was fully recaptured the struts got intertwined in the pectinate. The patient was discharged as normal.